Event description:
A report was received that the patient was explanted due to getting stimulation at the pocket site. X-rays confirmed leads had migrated. The physician stated that the patient had fallen multiple times causing lead movement and damage to the ipg. The ipg was not charging properly. The physician replaced the patient's entire system. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.